Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with increased pli and no capture on the lead. The lead revision was planned. No further information is available at this moment.